Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? Yes 2. How many times have they applied the laparoscopic tip? 0 3. Was a sales representative present during the case when the issue was experienced? Yes 4. Was any leakage or product solution observed at the luer locks connection? No 5. Were there any unexpected outcomes or complications as a result of the event? Needed to open new product. Additional information: d4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: 3383678 and 3380426 this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy procedure on (B)(6) 2024 and a fibrin sealant preparation device was used. The product was not able to rotate the luer locks to release the applicator. They were able to remove the tip to put the laparoscopic applicator on to proceed with the case without patient harm. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint (B)(4). Corrected information: h 3. Device evaluated by manufacturer? Additional information: h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions h3 investigation summary :the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the vstas1 device was returned with the adapter broken and luer lock damaged was returned. In addition, attached to the syringe holder with pre-filled syringe still with component. Due to the condition of the retuned device, no functional testing could be performed to evaluate the reported incident. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event reported was confirmed and it is related to improper use of the device. One possible cause for the damage found on the adapter may be excessive external load placed on the device. Additional information was requested, and the following was obtained: lnstituto grifols, s.a. (Ig) upon the reception of the notified incident, it was requested additional information such the experience of the user, the presence of any leakage observed at the connection, as well as the availability of pictures/sample of the involved device. The following additional information was received: the user is new. No leakage was observed at the luer locks connection. The product was available, and it was received at ethicon. According to our standard procedures, it was initiated an investigation focused on the following: a. Evaluation of the returned sample at ethicon facilities: it was received from ethicon the investigation related to the returned unit. The investigation conducted by ethicon indicated the following: visual analysis of the returned sample determined that the dual applicator device was returned with the adapter broken and luer locks damaged (figure 1). Due to the condition of the retuned device, no functional testing could be performed to evaluate the reported incident as part of ethicon's quality process all devices are manufactured, inspected, and released to approved specifications. According to ethicon investigation the event reported is related to improper use of the device. One possible cause for the damage found on the adapter may be excessive external load placed on the device. B. Investigation of the dual applicator tip: considering the nature of the reported incidence, it was requested to ethicon to carry out an investigation of the batch of tips involved, as ethicon is the supplier of vistaseal dual applicator. The investigation was focused on reviewing the results of batch records for the batches of tips used. It is concluded that all the components parts utilized for the involved batches met the established specifications with no incidents related. C. Results of quality control performed at ig facilities. Lnstituto grifols, s.a. Reviewed the results of the quality controls performed to the incoming materials (tips) involved in the notification. A review of the results related to the luer lock functionality performed to incoming tips kitted with the involved batch, a04j084501, was performed. The results were found correct within specifications and no deviations were detected. Based on the investigation performed and the evaluation of the returned device, it is concluded that the reported notification is not related to the quality of the product or any of the related components. One possible cause for the damage found on the adapter may be excessive external load placed on the device. We would like to remark the importance of following the leaflet instructions and highlight the following indication: do not use any external element or tool to dissemble the tips and unscrew the luer locks manually. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - pending evaluation of returned device. Corrected information: d 9. Device available for evaluation? The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. A manufacturing record evaluation was performed for the finished device lot, and no related non-conformances were identified. Additional information: d4, h4 the actual device batch number associated with this event is not known. The following are the possible batch numbers: batch 3380426. Mfg date: 7/15/2023. Exp date: 7/17/2028. Batch 3383678. Mfg date: 7/20/2009. Exp date: 7/2/2028. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.